Event description:
It was reported that following the implantation of an elevate pc anterior graft the patient presented with mild dyspareunia, "pain on vaginal apex (right side)." No intervention has been performed and the event is considered continuing (not resolved) as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the event was considered resolved as of 01/29/2015. There were no further patient complications reported in relation to this event.